Event description:
Covidien marketing personnel received a clinical study that contained information that a patient received skin burns from the microwave due to user technique. It is alleged that the antennas may have been placed in a non-parallel manner, which resulted in skin burns. The study did not include other details regarding the incident, including the degree of burn, the treatment of burn of the devices used during the procedure.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.